Event description:
The user facility reported that the insertion section of the tracheal intubation fiberscope was crushed. The device was sent to an olympus service center for evaluation. The device inspection found the insertion tube was buckling. Additionally, the insertion tube coating was found to be peeling. This report is being submitted for the reportable malfunction of the peeling insertion tube coating. There was no patient injury or user harm reported due to the issue. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
The peeling of the insertion tube coating was found to be due to deterioration. Further evaluation of the device found several components demonstrated damage and deterioration due to physical or chemical stresses. The instrument channel was buckling and deformed. The adhesive was chipped and peeling at the distal end of the bending section. The control body was deformed and showed deterioration due to physical and chemical stresses. The eye piece was damaged, the image guide was dirty, and there was insufficient light output from the light guide lens. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon was caused by repeated excessive wiping of the outer surface of the insertion section, or chemical deterioration by chemical solutions. It is recommended that the user inspect the device prior to use and on a regular basis continuously. It is recommend that the user instruct the method of handling regarding usage environment, etc. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 26-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.